Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test due to constant pump error 38 alarm during rewind. Unit was cut/open and inspected found moisture damage at the motor assembly. Unit received pump error 38 alarm during rewind due to corroded motor home switch. Pump error 38 was found in the formatted history file on the event date. (B)(6) 2024 13:26:49.000, (B)(6) 2024 13:27:54.000 stuckmotoralarm (38). The test p-cap locks properly in place in the reservoir compartment noted. Unit perform visual inspection and pump received with battery tube threads - cracked, cracked case-corner of belt clip rails and missing display window/cover. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38 alarm during rewind. Confirmed pump error 38 alarm. Rewind anomaly confirmed. Audio/vibrate anomaly/absence of alarm not confirmed due to 38 alarm during rewind. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that received a rewinding request but never completed the complete rewind. It was found that there were no alerts and alarms received before the rewind. No additional details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.